Event description:
It was reported that this right ventricular (rv) lead was explanted and successfully replaced due to oversensing and other sensing issues. This lead is not expected to return. No additional adverse patient effects were reported.